Event description:
The device was returned for pneumatic valve leak failure (valve 2). The device was attached to a bracket and powered on; a red pump service alarm was observed. Log files were reviewed and a valve 2 leak failure was found at the time of the alarm. The device was opened to test the pneumatic assembly. The device failed during hardware testing, indicating a valve 2 gross leak failure. The pneumatic assembly was tested again with a engineering manifold assembly. The test failed for an ipc gross leak failure. The ipc rear housing and tubing were replaced during investigation.

Event description:
The following has been reported: nurse reported: "date of issue: (B)(6) 2026 when did incident occur? Before use injury or adverse reaction? No stopped an active infusion? No drug administered: n/a power reset performed? Yes, outcome after reset: issue continued when the pump turned on warning of tubing malfunction appears on screen (B)(6) 2026: obtained pump from nurses. High priority pump alarm with red lights on both channel indicators and "service needed" on screen. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.